Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ this report is number 4 of 13 mdrs filed for the same event (reference 1825034-2016-00035 / 00036 / 00037 / 00038 / 00039 / 00040 / 00041 / 00042 / 00043 / 00044 / 00045 / 00046 / 00047).

Event description:
It was reported that patient underwent an initial shoulder procedure on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 due to infection. All components were removed. No further information has been provided.